Event description:
The customer alleged the lift¿s emergency stop was not engaging. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
Likorall overhead lift is a stationary lift mounted in a rail system. The rail system can be built straight, with or without curves, as a traverse system and also as a room-to-room system. Likorall overhead lift is intended for use in lifting and transferring patients, for example, from bed to a wheelchair, to or from the floor, for visits to the toilet, for gait, standing and balance training, when weighing the patient and when lifting the patient with a stretcher. The technical customer support specialist provided the account with the appropriate part number to resolve. Based on this information, no additional actions are necessary at this time. The periodic inspection manual for overhead lists (3en191001 rev 2) states the following caution: 5 emergency stop: check that the emergency stop cord is secured properly and has no damage. Activate the emergency stop button. Verify that holds and locks in the activated position. Although there was no associated injury reported with this event, if the emergency stop button were to stop functioning during patient transfer it could lead to a serious injury or death, therefore hillrom/baxter is reporting this malfunction.